Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display alarmed unexpected restart and also mentioned experiencing a high blood glucose level of 500mg/dl. The customer treated with manual injection and declined to troubleshoot for the high readings. The customer was assisted with blank display troubleshooting. Troubleshooting did not resolve the issue and display did not return. Troubleshoot for unexpected restart was also performed. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change and did not recur during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Unable to confirm unexpected restart alarm due to blank display. Unable to verify unexpected restart due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.